Manufacturer narrative:
The insulin pump passed rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No pump error 38 noted during our testing. The motor tested ok. The insulin pump was received with minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a pump error alarm during basal. Customer's blood glucose was not reported. Caller was advised that issue may be due to the motor. Customer was able to rewind insulin pump. Insulin pump was not dropped or exposed to MRI. Insulin pump passed displacement test. Insulin pump would be replaced.